Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - please confirm the quantity of devices involved in the reported event. Ans: 1. - please confirm the quantity of devices available for product return. Ans: as confirmed by sales rep via msteams on 07 oct 2024, the complaint device is no longer available for return. Please change the qty to 0. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: sales rep. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Ans: n/a. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. It was reported the cv surgeon experienced the suture detached from swage during the anastomosis for CABG procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis h6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One winding formed with one detached needle and a needle suture piece was received for analysis. The product code 8702h is double-armed. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was found. In addition, the needle suture piece was visually inspected, the swage and attachment area were noted to be as expected. The suture piece was examined and the end of the suture was observed to be cut probably caused by a surgical instrument. In addition, the other section of the suture was not returned for evaluation to determine the assignable cause. A picture was provided, and it showed a plastic bag with two winding formed with a different product code. One winding former pertains to product code ep8702. The other winding former belongs to product code 8702 and contains one needle suture and one detached needle. The functional test was performed using an instron equipment and tensile force was above the minimum requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.